Manufacturer narrative:
(B)(4). Manufacturing date -- 12/11/2015 - 12/14/2015. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed, and no evidence of rupture was found on the reservoir. The device was manually filled with water and the water went directly into the housing instead of the bladder. The cause of the condition is a missing film-wrap. It is unknown why the film-wrap was missing. An ncr has been opened to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor ruptured during filling with 10 ml of 5% glucose solution. There was no patient involvement. No additional information is available.